Event description:
Customer's mother stated that the insulin pump is not working properly. The insulin pump has alarmed battery failed. The blood glucose reading is 129 mg/dl. During troubleshooting, no corrosion or damage to the spring on battery cap contacts. Caller requested to have the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 48 hours with multiple basal rates. No blank display or rewind anomaly noted. All operating currents were within the specification, no unexpected low battery, off no power, failed battery test alarm or battery indicator anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No damage inside pump noted.